Event description:
The customer reported via phone call that they had excessive battery out limit alarms on the insulin pump. Customer's blood glucose was unknown at the time of incident. The customer also reported a signal too low alarm occurring. The customer stated the battery out limit occurred after a battery replacement and continued to alarm three times after that. Troubleshooting could not perform a self test as the insulin pump was repeated rewinding itself. The customer also reported an incident when their blood glucose to 400 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an unexpected restart error alarm after battery change due to broken solder joint of c13 on ib. The unit had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The unit passed self-test and no unexpected signal to low error alarm noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.